Event description:
Breast implant illness: I had mentor memorygel silicone implants put in in (B)(6) 2009. I first started feeling "off" six months later in (B)(6) 2010 but thought I was just a tired mom. I began exercising and eating cleaner. By (B)(6) 2012, I knew something was very wrong when I couldn't make it home during a walk with my dog. I began seeing my doctor who sent me to specialists. Fast forward to (B)(6) 2021, I have now seen over 40 physicians in 27 specialties including a ten day trip to the mayo clinic in 2018. I am currently under the care of 14 doctors and specialists, have 16 diagnosis and have suffered from over 65 symptoms that impact almost every system of my body which I now believe to be breast implant illness. These diagnosis include: fibromyalgia, chronic fatigue, ibs, hypothyroid, non-diabetic hypoglycemia, parasthesia (in my feet, legs, hands, wrists, and face), vulvodynia, raynaud's, essential hand tremor, acne rosacea, hemorrhoids, gerd, low testosterone, estrogen dominance, chronic dry eye and multiple environmental and food sensitivities. My neurologic dysfunction became so pronounced in 2015/16 that I had episodes where I could not walk and was vetted by several neurologists for ms. In the last 6 months I appear to have had an episode of bell's palsy, I have developed anaphylaxis but am not testing positive for mast cell activation disorder. I am going to a rheumatologist for the fifth time over the last 10 years to see if this now looks like it's strong enough to be ra or lupus and have developed an irregular heart beat. None of my doctors have been able to figure out what is wrong with me as almost all of my tests come back clean with the exception of my hormone panel, and ra factor. I saw my naturopathic doctor for the first time in 5 years on (B)(6). He suggested this could be bii especially due to the timing of when I began to feel ill in relation to my breast augmentation. I had never heard of this before as I watch little news and don't spend anytime on social media. After researching this, my symptoms match up exactly and I can truly say, I have vetted dozens and dozens of other illnesses over the years. I don't think it could be anything but the implants at this point. I have scheduled explant surgery in two weeks and can only hope and pray that I improve. I believe there are millions of us out there who think this is something else or have odd symptoms that crop up and then disappear over time and doctors cannot make heads or tails of what is happening either. It manifests as these idiopathic catch all syndromes or as auto-immune disease and autonomic dysfunction. My own mom who has had saline implants for over 30 years (two surgeries) has commented on how she has had a lot of the same symptoms but just dismissed them. Little things from sighing all the time to having a metallic taste in her mouth. I said to her just today, "mom, what if all this time, it's been the implants. Not these unexplained odd symptoms?" Best case scenario, I've triggered my body to respond over the last 12 years to a foreign body that is causing massive dysregulation of multiple systems. Worst case, I have also leached toxic heavy metals and chemicals into my body. I had no idea that silicone was made from heavy metals or that these particular implants have 20 heavy metals and multiple chemicals. These were supposedly the safer implant. I implore you to do more than put a black box warning or possible side effects list together. That list is so long that a person is likely to dismiss it. These implants need to have an ingredient list disclosure just like our food labeling laws. I have always taken exceptional care of my body through food and lifestyle. I would have never into a million years but these implants in my body knowing what they are made of today. Multiple medical conditions have developed since the date of implant. These include: fibromyalgia chronic fatigue ibs hypothyroidism non-diabetic hypoglycemia parasthesia: burning, numbness and tingling (feet, legs, arms, wrists, face) vulvodynia raynaud's essential hand tremor heartburn heart arrhythmia hemorrhoids estrogen dominance low testosterone chronic dry eye allergies: multiple environmental and food bell's palsy, possibly ra or lupus while these are the diagnosis - I have over 65 associated symptoms including: brain fog, memory loss, cognition problems muscle pain and weakness, joint pain of neck, shoulder, back, hip, knee, hands/feet hair loss, dry hair premature aging of skin skin itching, various rashes, low libido, slow healing, easy bruising, slow recovery, after exercise heart palpitations, heart changes, heart pain, blood pressure problems, anaphylaxis depression, anxiety, panic attacks. FDA safety report ID #(B)(4).